Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk biv ICD, (B)(6) 2008; 6944-65 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance due to a possible fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.